Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient claimed that the pump would scroll with button presses. The patient did not allege any harm or injury because of the reported issue.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the down arrow button caused scrolling, and that all other keypad buttons were functioning appropriately. There was evidence of keypad adhesive found under all key contacts. The down arrow button key contact was found to be misaligned.